Event description:
It was reported to philips that the device made an unexpected noise when powered on. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.